Event description:
Caller is MRI tech and was told that the patient's therapy hasn't been working for years and they do not have a controller. The caller called back to follow-up on this case and provide additional information. The patient claimed that the last time the implantable neurostimulator (ins) worked was about three years ago and they do not have a current managing physician for the implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative (pt rep). They reported that the hcp thinks pt has dementia and no longer capable of operating the device. Pt rep noted pt seemed to be ok without it, but the device was interfering with MRI needs. Pt rep wanted the device removed as it was interfering with their care. Additional information was received from the pt rep. Pt rep does not know why the ins was not working, but it was suspected due to pt's cognitive issues. Pt rep noted they have called requesting to have the ins explanted as they can't have an MRI that the pt needs. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's ins was not removed. The issue was resolved as patient was able to obtain additional training regarding the device's function.